Event description:
It was reported that the customer dropped the pump, which led to a malfunction indicated by code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to contact support if any issues reappear.